Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4). Corrected data: d8 was this device serviced by a third party?: previously reported as no ; updated to unknown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient swelling and redness in the left eye. The patient has received medical intervention in the form of a prescription for steroid. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient developed swelling and redness in the left eye, bursitis in left elbow related to a CPAP device's sound abatement foam. The patient has received medical intervention in the form of a prescription for steroid. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report. Section d4 UDI number has benn corrected.